Event description:
After poking the pt with a lancette for a blood sugar check, the needle did not retract and the pct, accidently poked her own right pinky finger with the same lancette she used on the pt.